Event description:
It was reported that a dexcom g7 continuous glucose monitor used with the ilet system displayed a pairing failed alert, consistent with an intermittent communication failure possibly involving the electrical/magnetic subsystem and antenna, after which pairing with a new sensor was initiated through guided troubleshooting. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found despite the reported intermittent communication issue and the implicated electrical/magnetic and antenna components. It was concluded, based on previously established findings for similar reports, that the cause was no problem detected and was user interface or connectivity factors consistent with known pairing behaviors.